Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 620723) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thrombocytopenia, diabetes mellitus, lupus erythematosus, asthma, seizure, fibromyalgia, pancytopenia, joint pain and uterine leiomyoma. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nervous system disorder ("neuro condit /prob"), migraine ("migraines"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, nervous system disorder, migraine, headache and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nervous system disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: treatment received for pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, headaches, migraines, neuro condit /probs, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Imaging procedure - on (B)(6) 2006: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: abnormal bleeding (vaginal) were added. Event outcome updated. Medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nervous system disorder ("neuro condit /prob"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, nervous system disorder, migraine and headache had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nervous system disorder and pelvic pain to be related to essure (ess205). The reporter commented: treatment received for pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, headaches, migraines, nuero condit /probs, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, headaches, migraines, nuero condit /probs, fatigue. Outcome of the events pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, headaches, migraines, nuero condit /probs, fatigue were updated to recovered/resolved. Reporter's information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 620723) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thrombocytopenia, diabetes mellitus, lupus erythematosus, asthma, seizure, fibromyalgia, pancytopenia, joint pain and uterine leiomyoma. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nervous system disorder ("neuro condit /prob"), migraine ("migraines"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, nervous system disorder, migraine, headache and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nervous system disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: treatment received for pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, headaches, migraines, neuro condit /probs, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Imaging procedure - on (B)(6) 2006: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.